Event description:
It was reported that the patient had episodes in the ventricular fibrillation (vf) zone and that the device was labeling the episodes as ventricular fibrillation sometimes and sustained tachycardia others. It was also reported that the patient received shocks when the device labeled the episodes as vf, which caused the patient to go to the emergency room. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.